Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12335. It was reported the patient was not receiving effective stimulation. The physician explanted the leads and implanted a different model lead. The patient reported receiving effective stimulation post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).